Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return and evaluation. Multiple attempts to gather further information from the customer were made, and were declined by the customer. No further investigation is possible at this time. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The customer did not want to provide information concerning the occurrence so no data file analysis could be conducted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit #(B)(4). The disposable kit is not available for return, because it was discarded by the customer.